Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose readings. The blood glucose reading was 79 mg/dl at the time of the call. It was stated that the insulin pump delivered too much insulin while the customer was asleep. Troubleshooting was declined. It was also stated that the insulin pump was exposed to a security belt scanner at the airport prior to the hospitalization.